Manufacturer narrative:
Follow-up #1: date of submission 11/08/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: on testing, the down arrow and ok buttons were under responsive. Leak testing revealed moisture ingress into the pump due to a leak in the display lens. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Moisture corrosion was found on the keypad connector and printed circuit board inside the pump. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all keypad buttons were under responsive. There was moisture reported in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.